Event description:
Davinci sure form 60 stapler displayed a yellow "match grips" warning when attempting to use for the first time. Numerous different approaches, with the company representative, to get it to work were unsuccessful. FDA safety report ID #: (B)(4).